Manufacturer narrative:
On september 26, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, between the bladder and the shell. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, and with consideration to the observations from evaluating the complaint device, the manufacturing records, and the existing process controls, the tear reported in could not be confirmed to be caused by manufacturing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a primary breast reconstruction surgery with a 650cc mentor cpx4 plus, smooth, medium height breast tissue expander. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 560cc mentor memorygel xtra breast implant on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
On june 26, 2023,, mentor received the device for evaluation as well as additional information. Date of explant was updated to (B)(6) 2023. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).